Event description:
Information received from the surgeon explained that patient had cornea edema and there was damage to the cornea. Treatment necessary following incident will be to follow up on hospital since outcome includes visual decrease. This report is for patient #3.

Manufacturer narrative:
Date of event: unknown. Field service specialist visited the account and tested the handpiece and found it within specifications.

Manufacturer narrative:
Placeholder

Event description:
Surgeon reported to sales representative that he had 5 patients with cornea problems, all patients had complaint against him because all got a cornea transplantation.

Manufacturer narrative:
Surgeon reported patient information and date of event.surgeon previously reported there was a corneal transplant and his new report mentions that the treatment necessary following the incident is considering a cornea transplant. (B)(4): placeholder.

Manufacturer narrative:
Since patient information was provided a new case was opened and new patient identifier was assigned. (B)(4): placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
Device history record review found no anomalies with the handpiece as it passed all testing. Evaluation of the returned handpiece was performed. It appeared to be in good physical condition with some discoloration. Cable assembly is stretched/damaged at the connector. The cable assembly was stretched so hard that it caused the insulation on the high voltage wire to slide back exposing the wires and causing a short to the rearmass. When tested the handpiece failed evaluation test (dielectric strength test) insulation resistance at the cable/rearmass. Handpiece passed the following tests: ground impedance test, capacitance test, flow rate aspiration and flow rate irrigation and exfoliation test. The degradation observed in the insulation of the handpiece cable will not result on the reported event.